Event description:
The reporter contacted animas on (B)(6) 2012 reporting that today the up arrow, down arrow and ok keypad buttons were unresponsive. The reporter confirmed that there was a crack in the rubber around the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The bolus button and contrast buttons responded appropriately. The reporter stated that the buttons click and spring back but nothing is working. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'up', 'down', and 'ok' ' buttons. Multiple button presses are required before the buttons will engage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Additionally, the keypad cover is torn over the 'ok' button exposing the button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.